Event description:
It was reported that, "the screwdriver head sheared off remaining in the screw. Fragment was verified by physician as being visual. Surgeon chose no add'l action. He could not remove it. It was flush with the screw."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.